Event description:
Pt had 2 cypher stents -des- implanted in their heart in 2003. They didn't feel well after the procedure and thought they had bronchitis. Reporter believes that they may have been having some small blood clots at that time. They returned to their dr about a week later and was given a shot of decadron la. They started feeling better and actually felt really good. Five days post op, they started to feel bad after work that night. The next day they woke up not feeling well, but went on to work as usual. About 10am the tech at work called their spouse for them to come and get them as they were sick with a 103 degree fever. They then went to the emergency room where they were seen and released 3 hours later at 1:00 pm. They then went home and went to bed. Later that evening their spouse went to wake them and discovered they were burning with a fever of 106. They then returned to the e.r. Were they were admitted. During their stay at the hosp they could not find the cause of the fever. They developed ards -acute respiratory disease syndrome- which led to multi-organ failure, resulting in cardiac arrest 5 weeks later. An autopsy was ordered by hosp and tests are still being done. Reporter believes that it may have well been the medicated stents that resulted in the sepsis, or small clots in lungs, or the extreme immune response that may have caused their sibling's death. Reporter thinks the decadron may have masked some of the effects of the drug that their body was rejecting or reacting to as a foreign invader.